Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered alerts for noise reversion. The patient is not pacemaker dependant and is asymptomatic. The patient will be seen in the clinic for a scheduled follow-up and the physician will evaluate if programming changes are needed. No further information is available.